Manufacturer narrative:
(B)(4). Batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the time of using the stapler, the first shot occurred properly. In the second shot, the stapler locked in the half of the shot, causing the stapler to stop working. Part of the gastric tissue was trapped inside the jaw. At the same time, the surgeon was instructed to press the reverse button of the stapler so that there was the unlocking and consequently opening of the jaw. It was performed the cleaning of the stapler jaw, placed a new load to perform a third shot, which occurred properly without any interference, as with the other loads. At the end of the procedure, a certain deformity (ripple) was observed in the stapler jaw. Despite this incident, it was not necessary to replace the item. No adverse event occurred to the patient or health care professional.